Event description:
Physician reported an unknown side case of alcl. No histopathological biomarkers have been provided. The device has been explanted.

Manufacturer narrative:
Italy moh contact: (B)(6). The event of lymphoma- alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma- alcl- suspected, markers not provided.